Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of silicone came off the sheath on the sureform 60 stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have the snake wrist cover torn. The tears measured roughly .512"-.333". There was a large portion of the wrist cover missing. The event was caused partially or wholly by the user of the device including sample handling. The probable root cause of damaged snake wrist cover is attributed to user-related factors, including device handling during use or sample handling.

Event description:
Refer to h11 for follow-up information.